Event description:
A nurse reported a corneal burn occurred during os cataract phaco procedure. Add'l info rec'd from surgeon noted no intervention was required, pt outcome was poor.

Manufacturer narrative:
Determination of root cause: assessment: a co svc rep checked the system, and found it met performance specs. Corrective action: provided customer with add'l info on possible causes of thermal injuries.